Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure, which resulted in preventing the user from dispensing the required medication. A field service engineer inspected the internal drawer and found several medications in between different pockets and on the contact points of various row boards. Further, they removed all the loose medication and then reinstalled the main drawer on the chassis. The pixie bus cable was then reconnected, and the station was restarted. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
The customer reported that the pyxis medstation es system had drawer failure and was not detected on the bus. This hindered users from accessing the medication, and there was no delay or harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.